Event description:
It was reported that the customer has passed away. No further details have been provided. The date of death has not been provided, either. Attempts were made to contact the next of kin, however only voice mails could be left. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.